Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had rate inaccuracy. The site tested with several different test sets but still off by 2 ml. The event occurred during annual preventive maintenance. There was no delay in therapy, and there was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional and accuracy tests were performed. The customer¿s reported problem, rate inaccuracy test, was confirmed by functional test. The cause of the problem was the expulsor. The explusor was trimmed to correct the problem.